Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion and telemetry could be established when the device was received. The returned device had foreign material in the connector and indicated a damaged grommet. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No atrial or ventricular high rate episodes were recorded.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had a telemetry problem as there was a failed attempt to interrogate the device. It was noted that there was "noise telemetry." Interrogation was only completed once and data and device checks were conducted. It was further reported that the interrogation had failed several times before it resolved during a device check. Prior to the device replacement procedure, the device was interrogated and telemetry was made on the second attempt. Immediately prior to the procedure, interrogation was successful on the first attempt. The ipg was explanted and replaced. Upon explant, a considerable amount of blood was visually confirmed inside the atrial lead port. The physician noted that the presence of blood inside the atrial lead port could have affected the event. After device replacement, there were no problems with interrogation and telemetry. No patient complications have been reported as a result of this event.